Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Using a flex drill shaft (mako part) went to drill for a screw and the screw driver bent and another had the head completely snap off the drill during surgery. No mention of hard bone on patient. Primary hip.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Based on the results of investigation. Using a flex drill shaft (mako part) went to drill for a screw and the screw driver bent and another had the head completely snap off the drill during surgery. No mention of hard bone on patient. Primary hip procedure. There was no communication of cup size, whether a drill guide was used and which approach. This investigation is 1 of 2 flex drills which failed during this surgery. The other investigation is (B)(4). The product was unavailable for inspection. A review of the device history (see attachment 1) for the associated lot indicated 200 devices (non-sterile p/n 116135 non-sterile flexible drill shaft) were manufactured and accepted on (B)(6) 2016. Complaint history review: a review of complaints in stryker's database related to p/n 116138, lot number 46030616 shows 1 additional complaints related to the failure in this investigation. This complaint investigation is (B)(4). The product was unavailable for inspection and the failure could not be confirmed. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Using a flex drill shaft (mako part) went to drill for a screw and the screw driver bent and another had the head completely snap off the drill during surgery. No mention of hard bone on patient. Primary hip.